Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent rows 7-11 were damaged with stent struts misaligned. Distal stent rows 12-13 were damaged with stent struts lifted on one side and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 02-jan-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. After a guide wire crossed the lesion and dilation was performed, a 28 x 3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion due to high angulation and calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.